Event description:
As reported by the user facility: on (B)(6) 2015 at around 3:00 pm I was notified that there was an electrical smell coming from the electrical room. Upon investigation it was discovered that the smell was from room 112 a-bed. There was a power supply for a b-braun infusomat pump that had failed. The pump and power supply were removed from the room with no reports of health issues to patient or staff. I have removed the power supply from service, replaced the power supply and tested the pump with no issues. The pump is back in service.

Manufacturer narrative:
(B)(4). The actual sample involved has not been received yet and the investigation is on going at this time. A f/u report will be provided when the evaluation results becomes available. (B)(4).